Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was unknown the customer was treated with the glucagon. The customer was having convulsions and they were unresponsive. Then the customer was having high blood glucose. The troubleshooting was not performed for the high and low blood glucose. The product will not be returned for analysis.